Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had sticky buttons. Rejected new batteries, all setting got erased when change battery, with random no delivery alarm. The customer stated insulin pump was louder when rewinding with low reservoir notice about every hour and low battery then pumps died. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected low reservoir anomalies noted. No unexpected low battery alarm anomalies noted. (B)(4).